Event description:
When the surgeon tried to lock the two middle gates on a 3-level cervical plate, the first shield broke off while turning. The second shield was noticed when it came up during irrigation. The locking plate was met with resistance possible because screws were not fully seated. The plate broke due to the amount of tension put on by the surgeons hand. The plate was removed and replaced with a new one. No adverse consequences to the patient were reported.